Event description:
Hamilton medical ag received the following event description: the device alarmed with tf 5509. No harm to the patient was reported.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). The report also contains the device evaluation. Hamilton medical ag received the logfiles of the device for analysis. Upon review of the logfiles, the issue reported by the customer could be confirmed. The ventilator issued tf: 5509. According to the service manual for hamilton-g5, tf5509 indicates that servo (inspiratory) valve is not functioning correctly. On (B)(6) 2025, 22:49:53 tf: 5509 tech fault 5509. Due to the device alarming with tf5509, an inspiratory valve was sent to the customer. According to the partner, this resolved the reported problem.